Event description:
It was reported the scope was reprocessed in the oer elite and the inside of the scope had a yellow film in it. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, the customer confirmed that after reprocessing the device again the issue was resolved and that the device did not require return. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.